Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, pt death occurred. The lesion being treated was located in the mid left anterior descending (lad) artery. The physician deployed 3.50x12 mm stent, inflated to 14 atms, with no complications noted. However, a small first diagonal was occluded which caused a mild amount of chest discomfort. There were no flow restrictions or dissections in the main body of the lad. Medication given included angiomax. Five days post the stenting procedure, patient death occurred. During autopsy the stent was found to be 'somewhat unraveled and slightly uncoiled with somewhat pointed ends upon sectioning along it mid aspect, with a large area of recent hemorrhage in the surrounding epicardial adipose tissue in the area'. Moderate to severe atherosclerosis with calcifications with up to 75-80% occlusion in the proximal portion of the lad and up to 60% occlusion in the proximal to mid right coronary artery (rca) was identified.